Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak from first and second o-ring into the reservoir compartment. The customer change battery in the insulin pump and the display returned normal. The customer reported blood at the site. The customer reported that the site is not actively bleeding at the time of call. The customer discarded the infusion set. Troubleshooting was completed for the possible bland display. The customer was explained the possible causes of blank display and was advised to disconnect from the insulin pump. The infusion set and reservoir will not be returned for analysis.